Event description:
It was reported that the 9800 system intermittently rebooted during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage was adjusted during the service call. It was discovered the hospital power supply was faulty. The system was tested and found to be working as intended and put back into service.